Manufacturer narrative:
During inspection and testing, service found a failure of the front panel lighting. A review of the device history record found no deviations that could have caused or contributed to the front panel lighting failure. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the front panel lighting failure was due to a faulty front panel unit. The cause of the front panel unit fault could not be determined. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code e300 occurred in the image on the subject device during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a failure of the front panel lighting. This report is being submitted for the malfunction found during evaluation (front panel lighting failure). There was no procedural impact or patient harm associated with the event.